Manufacturer narrative:
(B)(4). Manufacture date: 4/11/14-4/17/14. Expiration date: october 2015. A batch review was conducted on lot number gd896845 and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap with povidone-iodine solution was not attaching properly and leaked iodine. This occurred during patient use. The reporter stated that tape was used to attempt to secure the minicap. No damage to the minicap or its packaging was noticed. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 4 of 6.